Event description:
It was reported that inappropriate therapy was delivered for supra ventricular tachycardia (svt) in a ventricular fibrillation (vf) episode. The patient was scheduled for an ablation to treat atrial fibrillation. The device remains in use. No further patient complications have been reported as a result of this event.